Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2009, the pt/layperson complained that her onetouch ultralink meter would not turn on with the power button, but did turn on at 12 a.m. The pt denied having symptoms. Thirty minutes later on (B) (6) 2009, the pt tested on another meter, result 333 mg/dl. The pt, injected 15 units humalog with her insulin pump. No medical intervention was required. During troubleshooting, the meter turned on with a test strip, but not with the power button. Because the issue was not resolved, the complaint is reported. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.